Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated (she was asked if she was having a boy or a girl)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (removal of essure was scheduled to 2014). At the time of the report, the abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new event pain was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("bloated (she was asked if she was having a boy or a girl)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). Removal of essure was scheduled to 2014. At the time of the report, the abdominal distension outcome was unknown. The reporter considered abdominal distension to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.